Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he had 8 displayable history check failed on startup alarms and an unexpected restart alarm. Customer stated that a temp basal was not programmed before the alarm. Customer stated that the pump was stored without a battery and the pump is not in the (B)(4) language. Customer stated that the alarm occurred during normal use. It was explained that this is normal pump behavior. Customer stated that the pump was not stored or not in use for an extended period of time. Customer was advised that the pump will need to be replaced.